Manufacturer narrative:
Batch review performed on 14 july 2025. Lot 1822364e: (B)(4) items manufactured and released on 25-nov-2024. Expiration date: 2029-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review (2 devices involved in this complaint). Clinical evaluation: a revision surgery was performed 9 days following an initial l3-l5 fusion surgery involving the use of plif cages at both levels. The reason for the revision was the complete migration of the right cage and slight posterior displacement of the left cage at the l4-l5 level. This cage migration is clearly confirmed by the available radiographic/CT images. The migration of the cage likely resulted from inadequate primary stability. This can be attributed to the initial positioning, but also to other potential surgical factors (related for example to preparation of the endpates, posterior compression, undersizing, etc). Additionally, at the superior level (l3-l4), the cages appear slightly posteriorly positioned. However, as these were not revised, this placement may reflect a deliberate surgical choice, although the exact reasoning cannot be confirmed based solely on the available information. Root cause: based on the information available, no definitive root cause can be established, while the device history record review does not indicate any potential manufacturing-related issue. Although it cannot be confirmed, the issue reported may have resulted from application-specific factors, such as suboptimal cage positioning, in combination with potential intraoperative variables, including preparation of the endpates, posterior compression, undersizing.

Event description:
Revision surgery at 9 days after the primary at l3-l5 plif due to complete cage migration on the right side at l4-l5, and slight movement of the left-sided cage. Both cages at l4-l5 were replaced with competitor's cages.